Event description:
It was reported that stent damage post-deployment occurred, requiring additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. Following pre-dilation with a 3 x15 nc balloon catheter, a 28 x 3.50 promus premier drug-eluting stent (des) was deployed and there was recoil noted in the mid segment of the stent. Post-dilation was performed with a 3.50x12 nc balloon catheter followed by a 4x12 nc balloon catheter at 16 atmospheres. The mid segment of the stent was still not opening properly, and it was observed that the struts of the mid stent were frayed and recoiled. A 3.50x12 des was then used to cover the damaged mid segment of the stent and the procedure was completed. No patient complications were reported.